Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an alert due to intermittent high voltage lead impedances. Subsequently, the lead was capped and replaced. The patient was reportedly fine. The exact implant date and surgery date are unknown at this time.